Manufacturer narrative:
The reported complaint was confirmed. Per the srt, the missing pin on the sechrist blender would cause an improper range of adjustment for the fio2. The product will be brought to the manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pin from the fraction of inspired oxygen (fio2) adjustment on the sechrist blender was missing. There was no patient involvement.